Event description:
Pt measured with freestyle meter and rec'd reading of 72mg/dl. The pt was transported by ambulance to hospital. The emergency room meter provided a reading of 42mg/dl. A second freestyle reading was taken with a result of 145mg/dl compared to the hospital meter that read 96 mg/dl. Time between tests was not captured. All tests used fingertip lancing. Pt was treated w/glucose and recovered.